Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported issues. Analysis did note that the upper case was cracked near the handle. The upper case was replaced. The nylon standoff between the micro processor unit (mpu) and the link electronic module (lem) printed circuit board (pcb) was replaced as a preventative measure. The connection between the overlay and the pcb was reseated as a preventative measure and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was frozen and the stylus required calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.